Event description:
Customer reported that pump battery was depleting too quickly, leading to a shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy and a correction bolus via the pump. The customer continued to use the pump for insulin therapy.